Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, a ruby coil would not advance into a non-penumbra microcatheter; therefore, it was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly was fractured approximately 78.0 cm from proximal end. The pet lock on the proximal end of the pusher assembly was wrinkled. The embolization coil was detached from pusher assembly and had kinks and offset coil winds. Conclusions: evaluation of the returned ruby coil revealed a fractured device with offset coil winds on the embolization coil. If the device is forcefully advanced while experiencing resistance, damage such a kink and offset coil winds may occur. If the device is subsequently advanced and retracted while experiencing resistance, damage such as a fracture may occur. If the device is fractured, it is likely that the pull wire was retracted from the distal detachment tip (ddt) and caused the embolization coil to detach. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the reported complaint was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.